Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the ipg is unable to communicate with the external devices. The patient allowed the ipg battery to deplete and did not recharge the battery for four weeks. The sjm representative confirmed the issue. Follow up information identified the patient underwent surgical intervention on (B)(6) 2015 to remove and replace the ipg which resolved the issue.